Event description:
The customer reported that there had been a failure to discharge involving this defibrillator and that the involved patient died.

Manufacturer narrative:
The customer reported that there had been a failure to discharge involving this defibrillator and that the involved patient died. The customer did not comment on whether the device was a factor in the patient outcome. The device was evaluated by the distributor, and the failure was confirmed. Replacing the control and the power pcas resolved the issue.